Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that previous exams and confirmed some user technique issues (anatomy not centered, improper technique, etc). Performed both gain calibrations and confirmed image quality again with 3d phantom. The system is fully functional. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the 3d image quality has been grainy. This is not for a specific patient but just a general issue. The x-ray tech has performed the rad gain calibrations with no resolution. There was no patient present.